Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified creases fold, white particles, weight to the specification and deformation. Bubbles and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is that no issues found related with the manufacturing process. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side seroma late and capsular contracture, baker grade iii. Ultrasound identified that the device was ruptured but upon explant procedure it was confirmed as intact. A non-steroidal anti-inflammatory was given as treatment. The device has been explanted.